Event description:
The customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. The cause was determined to be due to the power module pcb. The customer declined the repair, the device was returned to the customer unrepaired.